Manufacturer narrative:
Other, other text: device evaluation is anticipated; however, the device has not been received by the investigation facility as of yet. When the device is evaluated and the investigation is completed or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g "reboots when subjected to slight impact" when on battery power. There was no patient impact or consequence reported.